Event description:
It was reported that the wireless recharger was having issues connecting to the deep brain stimulation implantable pulse generator (ipg). The patient reported that the wireless recharger would connect and then disconnect during charging sessions, and service code 1713 was observed repeatedly, even after resetting both the wireless recharger and the implantable neurostimulator. The implantable neurostimulator was at 25% charge. An attempted charging session was conducted in the office, and tried a physician mode recharge (pmr) to the implant today. Charging was then attempted with a second wireless recharger, and no connection issues were observed with the second device. Technical services initiated a request for replacement of the wireless recharger. No patient complications have been reported as a result of this event. Additional information received from representative that a pmr was performed. The device was not over discharged, as they were always able to interrogate. The cause was not determined. The patient¿s wireless recharger (wr) was not charging the device appropriately. A pmr was performed, but the recharger device continued to be defective. They tried a new wr device and was able to connect and charge the device. A new wr was shipped to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.